Event description:
It was reported that a patient underwent a bilateral breast reduction and revision of scar on hip on (B)(6) 2013 and topical skin adhesive was used. The patient presented with a reaction of redness, rash and blistering on (B)(6) 2013, where the topical skin adhesive was placed on the breasts and hip. This patient had a procedure previously where the same product was used with no reaction. Additional information was requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.